Manufacturer narrative:
Device not returned.

Event description:
It was reported that an alert for episodes of non-sustained ventricular oversensing was observed via merlin.net transmission. Further review showed loss of capture. Capture threshold had risen, so the device was reprogrammed. The patient will be reassessed in 4 months and will continue to be monitored remotely. Patient is stable.

Event description:
New information received states that the patient presented in the clinic for normal device follow up. Upon interrogation, it was noted that the patient's right ventricular lead capture threshold had risen above maximum output and sensing had decreased significantly. Impedance values were stable. On (B)(6) 2018, the lead was capped and replaced successfully. The patient was stable post procedure.